Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was obtained from a consumer&#38112;social media posting regarding a patient who was receiving unknown medication (unknown me dication and dose) via an implantable pump. The pump's indication for use (IFU) was not provided. The patient indicated that the current medication that the pain management (pm) doctor was giving him wasn't working as well as before. He reported that his primary doctor said that was most likely because his body was opioid-saturated (because of the high amount of oxycontin and oxycodone he was on) and that in order to keep it to a lower dose, they needed to "dry my body out so I can start over with the medication to manage my pain" and not have increase the oral medication more than what he was currently taking. The patient reportedly told the family doctor that he wanted to go to a clinic to get his "pump/catheter problem fixed so I can have my pump back normal." The patient also noted "if the pain pump can't be fixed to manage my pain as before." The patient reportedly told the family doctor that his current pm doctor didn't want to increase the medication to help him with the pain and she said that more pain medication could cause him to stop breathing. It was stated that "in order to keep it to a safe level, a body need to be dried out and then start over" with those pain medications. The patient stated that all he wanted was to fix his pump and manage his pain level during the process (by taking oral medication if necessary) "till they can fix me." He stated that his big concern was trying to get to the clinic and he hoped that once they looked at his referral they would accept him and get him in as soon as possible. A supplemental report will be submitted if additional information is received.